Event description:
A malfunction was reported on the pump, and no notable events occurred prior to the issue. The customer did not report if their blood glucose level exceeded a certain threshold due to the malfunction. The customer was initially unable to reset the pump because they were driving, but a follow-up was conducted by technical support to assist with the reset. Eventually, the customer successfully reset the pump and resumed insulin deliveries, requiring no further action, and the case was closed.